Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that she obtained the unknown error message "can't read blood" at noon on (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). She reported that after obtaining the alleged message, she consumed "less food/drink" on (B)(6) 2015. She claimed that "30 minutes" after the start of the alleged issue, she developed symptoms of "tired:. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca walked the patient through a retest and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive any treatment for her symptom. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.